Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had bad infusion sets. He states that half way through the set the insulin squirts out at the site. Customer reported his blood glucose was 574 mg/dl, treated with a bolus. Customer changed the infusion set and same issue occurred with two other sets. Customer is not returned the insulin pump for further analysis.